Manufacturer narrative:
D4: UDI- not required for the reported product code and lot number combination. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was based upon the evaluation of the user facility information, and the retention samples. Visual inspection was performed and all samples were confirmed free from defects such as broken cannula, tilted cannula, bent cannula, damage, deformations and missing components. No anomalies were found. Retention samples were further evaluated for adhesive hold, cannula stiffness and resistance to breakage functional testing. All samples passed the requirement which shows that our cannula does not break easily during normal usage and compliant with iso 9626. Manufacturing records confirmed there were no similar defects. Prior to shipment, qc conducts outgoing visual inspection to check visual defects that affect product function. Functional performance of the product is also confirmed and all samples for the complaint lot passed. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the investigation results confirm that the performance of the retention samples conformed to the performance requirements during normal use. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up.

Event description:
The user facility reported detachment with the involved device. Follow up communication with the user facility reported: the needle cannula detached from the hub and remained into the needle protective cap; and event occurred pre-treatment. Additional information was received on 8/11/17. The event was reported by a patient who injects herself regularly with a drug. This patient is very familiar with terumo needles. She does not know if this was a needle steel breakage or a needle disconnect at the hub/syringe. She confirmed that the concerned sample was disposed in a sharp container when the incident occurred. The patient used another needle with same lot number and had no problem at all. The cannula detached from the hub after screwing the needle to the syringe and pulled the package. The hub has remained screwed to the syringe without the cannula in it.

Event description:
Additional information received on august 11, 2017. The syringe was pre-filled by the pharma company. Patient only had to attach the needle to the syringe.